Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 99% stenotic lesion being treated was located in the severely calcified and very tortuous right superficial femoral artery. The physician deployed a 6.0x12mm and 7.0x12mm non-bsc stents in the lesion and then advanced the 5.0x100mm sterling otw balloon catheter to the stents to post dilate. No resistance was felt during advancement. The physician inflated the balloon to 10 atms three times. On the fourth inflation, the physician inflated the balloon to 10 atms and it ruptured. There were no patient complications. The device was removed intact. The procedure was successfully completed with a 6x40mm sterling balloon. Patient status is reported as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.